Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified. A review of all batch record documents was performed for potentially associated lots h11f15135, h11e18107, and h11d08119 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
Initially the home patient (hp) contacted baxter's technical service center regarding an unrelated alarm which occurred on the homechoice (hc) during use for peritoneal dialysis (pd) therapy. The solution to this alarm issue was provided over the phone by the technical service representative (tsr). During the conversation, the hp reported to the tsr that they had had peritonitis about a month and a half ago, but that they were doing well now and the infection had cleared up. On (B)(6) 2011 and on (B)(6) 2011, baxter product surveillance contacted the facility and spoke with a peritoneal dialysis nurse (pdn) regarding the patient's report of peritonitis. On both occasions the pdn refused to give any information regarding this case however, during the (B)(6) 2011, contact the pdn did stated that the cause of the peritonitis was not related to a baxter product. Further clinical information was declined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.